Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. After analyzing the instrument, the cse adjusted the syringe gap. The cse replaced a blown fuse and rebooted the instrument. The cse observed the system prime water without errors. A siemens headquarter support center (hsc) specialist reviewed the instrument data and concluded that the cause of the grinding noise was due to an incorrect gap set on the reagent 1(r1) flush pump. The r1 flush pump mechanism jammed when it was unable to physically move the required distance. This jam caused the 3c fuse to blow. There is insufficient information to determine source of the burning odor or location where the visible smoke may have been seen. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and reported that visible smoke, burning odor and a grinding noise occurred while priming the water on the dimension exl 200 instrument. The customer stated the instrument reported a "water bottle not filling" error. The customer shut down the instrument. There was no patient testing delay. There are no reports of injury to staff or damage to property.